Event description:
IV catheter placed in the left anteorbital area on (B)(6) 2004. On (B)(6) 2004, when nurse started to discontinue the catheter by removing it from the arm, only the hub of catheter and less than 1/2 inch of catheter came out. The catheter was retrieved under local in the operating room.